Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) periodically "locks up" with both the atrial and ventricular pacing lights "solid green" and no output or rate given/shown. The biomedical engineer also noted that despite a new battery, the epg would suddenly lock up (or at times upon power up). The display of the epg also did not appear to be as expected. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the upper case was broken, the lower case was broken, two side bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, one side bail was missing, and the ring was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.